Event description:
On (B)(6) 2014, upon a routine follow-up of the subject ICD, the warning message ¿ [a3]technical issue on 30/jul/2081. Defibrillation system potentially ineffective. Contact sorin.¿ was displayed at interrogation. The caller pointed out the date was wrong and wanted to know what a3 indicated. Online help states that this message is related to abnormally high automatic battery consumption measurement. An explanation was requested, as well as patient management recommendations.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6), 2014, upon a routine follow-up of the subject ICD, the warning message "a3]technical issue on (B)(6). Defibrillation system potentially ineffective. Contact sorin." Was displayed at interrogation. The caller pointed out the date was wrong and wanted to know what a3 indicated. Online help states that this message is related to abnormally high automatic battery consumption measurement. An explanation was requested, as well as patient management recommendations.